Event description:
It was reported that both chains on the lc image intensifier lift broke allowing the lc image intensifier carriage to fall a considerable distance before striking the patient on the right side of patient's rib area. The patient reportedly received a bruise/contusion on patient's lung.